Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to motor excessive axial play. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system while priming the tubing during an infusion set change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the compromised force sensor system alarm. The customer does not recall any significant events leading to the force sensor issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.